Event description:
Boston scientific crm received information that this right atrial lead exhibited undersensing, low impedances, noisy signals and sensing issues. Boston scientific technical services (ts) was consulted and stated the impedances have been stable for the last two years and are still within an acceptable range. The noise is most likely due to the sensitivity settings being at 0.15mv, changing them should alleviate the issue. Ts suggested several programming options were available to alleviate all issues with this lead. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No further intervention was undertaken. The event will be reopened if additional information is received.